Event description:
This spontaneous report of a non-serious, unlabeled event (injection site discoloration) is being submitted as a 10-day report. A nurse reported that a female patient received her eighth series of injections with restylane injectable gel into the nasolabial folds (0.5 cc per fold) and around the lips (a "small portion" of a syringe) in 2006. The patient's skin type was reported as fitzpatrick type ii. Lidocaine 1% with epinephrine was administered as an anesthetic pre- procedure. Additional procedures at the time of restylane treatment included botox (botulinum toxin type a) injection to the crow's feet area. Concurrent medical conditions included migraines. Medical history included monthly "peels" and 7 restylane treatments since 2005 without incident. Concomitant medication included calcium, premarin (conjugated estrogens), b complex, and multivitamins. On approximately 2007, the patient developed a lesion of hypopigmentation (injection site discoloration) on her left nasolabial fold measuring 0.5 to 0.75 cm by 3 mm, which the reporter described as a scar that had lost pigmentation. The reporter noted that the area of hypopigmentation was much less visible after the patient consumed water. The event was ongoing as of the date this report was received.